Event description:
A report was received that during the patient's trial procedure, the lead fractured and broke off when the doctor removed it from the patient's back, not in the epidural space.

Manufacturer narrative:
Additional information was received that there were no left fragments of fractured lead that broke off in the patient's body. Sc-2316-50e 9 (sn:(B)(4)) the complaint of lead damage during lead placement has been confirmed. The damage to the lead is consistent with the damages done to a lead when the orientation of the insertion needle¿s bevel is facing down or the angle of the insertion needle is greater than 45º. An angle of more than 45º increases the risk of lead damage. Exposed cables.

Event description:
A report was received that during the patient's trial procedure, the lead fractured and broke off when the doctor removed it from the patient's back, not in the epidural space.